Event description:
Pt was revised to address poly wear of the liner and osteolysis in the proximal femur. It was noted that the liner was loose.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.